Manufacturer narrative:
Conclusion not yet available-evaluation in progress. This initial MDR is being submitted to meet our requirements of reporting. A follow-up will be submitted as soon as the investigation is complete.

Event description:
Lead fracture was noted during explanation of the subject lead.

Manufacturer narrative:
Oscor inadvertently reported this complaint, which was not an oscor product. Oscor is the contract manufacturer for this device and does not have reporting responsibility per qa agreement.